Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. The patient experienced unresponsiveness. The cgm was reading 109 mg/dl and the blood glucose reading was 52 mg/dl. The patient was taken to the hospital and treated with ivs and oral gel and recovered after treatment. There was no documentation of additional medical intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.